Event description:
It was reported on 04 june 2026, a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. The patient was on eliquis prior to the procedure. Arterial access was obtained at the groin for left heart catheterization. During the procedure, a 25 mm amulet was initially used then removed from the body. A 22 mm amulet selected due to mis-sizing using the same delivery sheath. The activating clotting time (act) at 0905 was 244 seconds. 3000 units of heparin was administered, and the repeat act was then 286 seconds. At 0920, an additional 3000 units of heparin was administered and the act following that was 294 seconds. St elevation was noted on leads I and ii which resolved with no intervention. The device was implanted. Post-implant, a fiber-like thrombus was noted on the disc via transesophageal echocardiogram (tee) with a visible thread. The thrombus was aspirated and contrast was injected post aspiration. Coronary artery disease was noted to be present, but no thrombus was visualized on tee. A total of 16,000 units of heparin was administered through the course of the procedure with the act being about 244 seconds at the time the thrombus was noted. The patient status was stable and was discharged home.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.